Event description:
A report was received that the patient's ipg site was infected. The symptoms of the infection were sensitivity, pain, redness and swelling. The physician did not believe that the infection was device related and prescribed the patient oral antibiotics. The patient was doing fine.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Manufacturer narrative:
Additional information received that the patient was explanted due to infection. Additional suspect medical device components involved in the event: model#: sc-2108-70m, (B)(4), model description: linear lead, 70 cm with pre-loaded 0.012 inch stylet; model#: sc-3108-35, (B)(4), model description: lead extension, 35 cm. A return product analysis indicated that the ipg exhibits normal device characteristics. The lead (sc-2108-70m (B)(4)) was intact and no parts of it are missing. The root cause of the reported pocket pain is unknown. No anomaly was noted in the sterilization records. A review of the manufacturing documentation for the lead extension (sc-3108-35 (B)(4)) found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg site was infected. The symptoms of the infection were sensitivity, pain, redness and swelling. The physician did not believe that the infection was device related and prescribed the patient oral antibiotics. The patient was doing fine.

Manufacturer narrative:
Additional information received that the patient was explanted due to infection. Additional suspect medical device components involved in the event: model#:sc-2108-70m, serial#: (B)(4), model description: linear lead, 70 cm with pre-loaded 0.012 inch stylet model#: sc-3108-35, serial#: (B)(4), model description: lead extension, 35 cm.

Event description:
A report was received that the patient's ipg site was infected. The symptoms of the infection were sensitivity, pain, redness and swelling. The physician did not believe that the infection was device related and prescribed the patient oral antibiotics. The patient was doing fine.